Event description:
On (B)(6) 2013 the reporter contacted animas for assistance troubleshooting a call service alarm and rebooting pump. Per patient, time and date was correct however basal program is empty. Patient receiving warning saying basal program was empty, confirmed in basal menu. Patient was sure of basals and was successfully able to update and confirm correct basal rate was showing on home screen after updating. Patient also checked other advanced features and said I:c ration, isf, and bg targets were all still correct. Customer technical support (cts) advised patient to monitor issue and if any issues to come off pump and use alternate insulin delivery method until receiving replacement pump tomorrow. There is no adverse event related to this issue. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump was exercised 24 hours. The pump was then powered off and powered back on; the 1.0u per hr basal rate remained programmed in the pump and was reflected on the home screen. No issues were noted with the advanced features of the pump. A 10 unit audio and 10unit normal bolus was successfully performed on the pump and accurately recorded in pump history. The reported complaint was unable to be duplicated during testing.